Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device passed the delivery accuracy test at 0.08720 inches. No device deficiency anomaly or under delivery anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump for under delivery. The customer stated that they experienced high blood glucose levels and it did not turn down even after bolus. The drive support cap appeared normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.